Event description:
Patient revised for malpositioned cup, polywear noted on liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Litigation papers allege that the patient suffered pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum, systemic injuries and was injured by excessive levels of chromium and cobalt in his blood as a result of implantation and explantation of the asr implant. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.